Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that a full system hydraulic check was performed. Hydraulic pump was checked for connectivity with the power enclosure and the pendant. Fluid levels was verified to be correct. Verified that there were no leaks in either of the cylinders. Lift operation was verified to be normal. No replication of issue was determined. Recommend that site ensures gantry is moved to full extent in the z direction to ensure front casters and lift wheels are the only contact made to the floor. I will continue to monitor system. System is fully functional and operates as intended. The imaging system then passed the system checkout and was found to be fully functional. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was not moving when holding the lateral shift button. There was no patient present.